Manufacturer narrative:
Care was withdrawn and the patient expired. However, given the severity of the adverse event, suboptimal positioning and intermittent low pump flow potentially compromising hemodynamic support, there is not enough information to exclude the impella cp device as an associated factor. The impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system. Section: potential adverse events: ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation).

Event description:
The complainant reported a patient undergoing high-risk percutaneous coronary intervention implanted with an impella cp device for mechanical circulatory support experienced limb ischemia, positioning issue, and intermittent low pump flow and would eventually expire. The patient was consulted for coronary artery bypass graft surgery and was promptly turned down. After the physicians collaborated it was determined that protected (pci) with impella was the best course of action for the patient. The impella was successfully placed, and extensive intervention of the left anterior descending (4 drug-eluting stents) and left main (1 drug-eluting stent) arteries was completed with "semi" good result. There were many episodes of no coronary re-flow that resulted in ventricular fibrillation x3 with successful return of spontaneous circulation (no cardiopulmonary resuscitation was noted). Patient was very hypotensive post intervention. Fluids and levophed were started while on support. The groin was warm, dry and not bleeding. The patient was transported back to the unit in "very" critical but stable condition. The following day, the patient was transferred to a different facility. The patient¿s right leg (impella leg) was severely mottled and cold to the touch, no pulses. The left leg was cool to touch and had a femoral pulse. Upon arrival to the receiving facility's unit, there was a femstop on the right leg that was swiftly removed. Bedside echocardiogram showed the impella at 5.1cm from the aortic valve. The fellow did not feel comfortable adjusting to pull back even though impella was intermittently having suction against the septal wall. Reevaluation was planned for the next morning. The echogram also showed new bi-ventricular failure. The right ventricle was hardly moving, and the left ventricle was not moving at all. The patient had some asystolic episodes for 30-45 seconds but maintained a mean arterial pressure with the impella. Discussion regarding escalation to an impella 5.5 was pending with cardiothoracic surgery. However, the patient would eventually expire this same day. Care was withdrawn.

Manufacturer narrative:
Product was not returned for review. Data review: data logs only available for first day of support. Suction alarms were reported on second day of support. Data logs showed about 3 hours into support, flow dropped slightly from 3.5 l/min to 3.1 l/min that triggered auto suction response & suction alarms. No positioning alarm was triggered on the logs. Clinical states bedside echo showed impella at 5.1cm from the aortic valve. Fellow did not feel comfortable adjusting to pull back even though impella was intermittently having suction against the septal wall. Echo also showed new bi-v failure with the rv hardly moving and the lv is not moving at all. Low flows: the root cause of low flow was most likely patient condition since echo showed bi-ventricle failure with the rv hardly moving and the lv not moving at all. Positioning issue: the root cause of positioning issue was unable to be determined as limited clinical details were provided and no product was returned for review. Limb ischemia: ischemia occurred after patient was transferred to new hospital on the 2nd day of impella support. Echo found pump was in improper position with suction alarms & lack of moving on bi-ventricles. Pump then was explanted as the family withdrew the care. Limb ischemia can occur during impella support. When making a determination as to the cause of the limb ischemia, the following clinical information is necessary: patients pre-morbid condition and peri-procedural condition; any concomitant medication; vascular size or variations thereof; detailed description of the symptoms experienced by the patient; physical examination findings, including pulse assessment and visual examination of the affected limb; diagnostic imaging results, such as doppler ultrasound, angiography, or magnetic resonance angiography; laboratory test results, including blood tests for markers of inflammation or clotting disorders; any relevant information about risk factors for peripheral arterial disease, such as smoking, diabetes, or hypertension; patient's response to previous treatments or interventions for vascular conditions; with a returned impella, the max od could be assessed to ensure it is within specification. The product could also be evaluated for any burrs or sharp edges. Additionally, the clinical information above would need to be considered in the context of the returned product. To determine the true root cause of limb ischemia, the clinical information mentioned above would need to be assessed in conjunction with evidence from the returned device. As all the necessary information was not provided, the root cause of the limb ischemia was not determined.